Event description:
It was reported that the catheter was removed because it was difficult to advance the catheter from the right ventricle to the main pulmonary artery. Then the next try, the catheter was placed because it was confirmed by the pressure wave that the catheter tip went into the main pulmonary artery; however, cardiac arrhythmias were slightly observed during insertion. When the chest was opened to begin the arterial valve replacement, yellow bumpy surface of epicardium was observed. The catheter was kinked and stuck in the cardiac muscle, when epicardium was cut, yellow bumpy part was visually examined. The catheter was immediately removed, and the incision of epicardium was sutured. According to the anesthesia doctor who performed the insertion of the catheter, the catheter was not kinked when the first removal was done. In addition, the clinician could not suppose such incident, because strong friction was not felt during insertion and pressure wave was confirmed continuously. The director of anesthesia, stated that to stretch a point, reinforcement of catheter or well-sliding coating may be necessary as a counter measure. Cardiac surgeon stated that he experienced same incident before, regarding the patient incident above; he stated that angle was necessary when advanced from right ventricle to main pulmonary artery.

Manufacturer narrative:
Device not returned.